Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition.

Event description:
According to the reporter during a laparoscopic inguinal hernia repair procedure when the physician started to fill the balloon the device popped. No other information was provided regarding this device malfunction.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Upon initial inspection, a cut was observed to penetrate the balloon. Due to the observed damage, the dissector balloon would not inflate properly. All other components were in proper working condition. Visual testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the broken balloon, the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Manufacturer narrative:
(B)(4). The device has been received, evaluation is in progress.